Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "low", although a specific value was not provided. Cause was unknown. Customer attempted to address their bg with consuming carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.